Event description:
It was reported that during a cardiac ablation procedure, there was an absence of intracardiac signal from electrodes 1-2 on the competitor electrophysiology (ep) recording system. Multiple connection and cable swaps were performed, including changing the electrogram cable, catheter interface cable, and connection block, as well as swapping pin connection positions, but the absence of signal on electrodes 1-2 persisted. The issue was determined to be related to electrodes 1-2 in terms of intracardiac signal sensing or signal return. The catheter was retrieved and replaced with a new one which resolved the issue, and no pulsed field ablation was delivered using the affected catheter. The procedure was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: an image and the pscc100 catheter with lot number: 0012726953 were returned and analyzed. One image was received. The image showed noise on the electrodes 1-2 from the electrocardiogram screen. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170 degrees (°) rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test revealed an open loop on the electrode wire # 2. Inspection (microscope/x-ray imaging) and testing were performed to verify the integrity of the catheter sub-components. During the inspection of the spiral array segment, an electrode wire #2 was observed to be broken. In conclusion, the issue (no signals) was determined to be plausible due to the observed malfunction on the catheter. The balloon failed return inspection due to an open loop on the electrode wire #2 and electrode wire #2 was observed to be broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.